Event description:
It was reported that during a carotid endarterectomy procedure, the tissue pad fell into the patient. It was retrieved. Another device was used to complete the procedure. There was no patient consequence.